Manufacturer narrative:
Yince loh, m.d., and gary r. Duckwiler, m.d. Et al; a prospective, multicenter, randomized trial of the onyx liquid embolic system and n-butyl cyanoacrylate embolization of cerebral arteriovenous malformations.j neurosurg 113:733¿741, 2010 / published online april 30, 2010; doi: 10.3171/2010.3.jns09370. The liquid embolic material was not returned as it was consumed in the procedure. An attempt has been made to obtain additional information, however, our attempts have been unsuccessful. The device was not returned for analysis; therefore, the event cause could not be determined. Reference MDR# related to this event: 2029214-2019-00043. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that six (6) patients had experienced serious adverse events that were directly related to the onyx embolization treatment. Three patients had neurological decline. One of these patients had cranial neuropathy. The second of the three patients had bilateral retinal hemorrhage caused by increased cranial pressure and the third patient had neurological decline related to contrast extravasation from a ruptured catheter shaft along with worsening of seizures. The fourth patient had a stroke due to embolization of an unintended vessel and subsequent infarction. The fifth patient had vessel dissection that was noted at the time of the 2nd embolization but was presumably from the 1st embolization procedure and ultimately underwent stenting for moderate stenosis. The sixth patient experienced an intracranial hemorrhage caused by catheter rupture. The point of the article was compare treatments of arteriovenous malformation with the two liquid embolics: onyx and n-butyl. The procedures took place between 2001 and 2003. There were 54 patients that underwent onyx embolization and 63 patients had n-butyl. The mean age of the patients were 40 + or ¿ 16 and for 24 males and 30 females.